Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping and scroll bars moving up or moisture damage on electronic assembly and motor noted during testing. The insulin pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that numbers were ramping on their own. The customer also reported that the scroll bar was moving without input. The customer's blood glucose was 266 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with the insulin pump. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.